Event description:
The device was used during a laparoscopic hernia procedure. The tip of the instrument disengaged into the pt's cavity. The surgeon retrieved the component without incident. A new device was used to complete the procedure.